Manufacturer narrative:
The device is expected to be returned for further evaluation but it has not yet been received.

Event description:
It was reported that the device experienced a leak of taxol and normal saline at the distal connection point of the tubing that is attached to the cassette. There was patient involvement and a delay in therapy; however, no harm to the patient was reported. No additional information is known at this time.